Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that, during the implant attempt of this right ventricular (rv) lead, the patient experienced a decrease in blood pressure; and, an echocardiogram confirmed that the lead had perforated the heart wall. A pericardiocentesis was performed, the patient was stabilized; and, the implant procedure continued. The rv lead exhibited helix extension/retraction issues; as such it was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Laboratory analysis was unable to confirm the reported allegation of perforation. Visual inspection found dried blood around the helix, and it was also noted that the inner coil was deformed near the tip, which would inhibit helix function.

Event description:
It was reported that, during the implant attempt of this right ventricular (rv) lead, the patient experienced a decrease in blood pressure; and, an echocardiogram confirmed that the lead had perforated the heart wall. A pericardiocentesis was performed, the patient was stabilized; and, the implant procedure continued. The rv lead exhibited helix extension/retraction issues; as such it was removed and replaced, and it was returned to boston scientific for analysis. No additional adverse patient effects were reported.